Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was concern about loss of capture with the patient's device after the patient underwent a magnetic resonance imaging (MRI) procedure. No additional could be obtained through follow-up. The device remains in use. No patient complications have been reported as a result of this event.